Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced a blood glucose (bg) level of 400-550 mg/dl and a high ketone level identified as dangerous by healthcare professional. The cause of elevated bg was due to malfunction alarm. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.